Manufacturer narrative:
After further review of additional information received mfrs contact office, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR? And additional MFR narrative have been updated accordingly. Correction:outcomes attributed to adverse events. Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors, possible contributing factors and the reported uncontrolled inr readings are factors that may have contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device disposed.

Event description:
It was reported by the site that per the coordinator the patient called the morning of (B)(6) reporting chest pain and sob. Patient was advised to go to nearest emergency room (ER), after being seen in local ER, patient was then transferred to another facility. During transfer, patient had respiratory difficulty and on arrival was unresponsive. It was stated that "code grey" was initiated. Patient support was withdrawn and patient was declared brain dead on (B)(6) 2016. No further information available. Inr was stated to be elevated (no results were made available). Chest x-ray was suggestive of pneumonia. CT showed significant hemorrhages and inr was 7.7.